Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the air gas module nozzle unit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Information provided by technician by photo confirmed that nozzle unit is physically damaged. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. A correction of field # d1 brand name and # d4 version or model #, # d4 unique identifier (UDI) was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)# (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).